Event description:
On 6/12/2000, the facility's rn/material's director informed the manufacturer's rep of the following: upon opening the device, the blue stopcock was noted to be broken off the catheter. No further details were provided.